Event description:
A hospital in (B)(6) reported that water leaked at the connection between the feedset tube and the bag spike of an mr290 autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) for inspection. The complaint device was connected to a water bag to be tested for leaks. Results: drops of water began to build at the connection between the feedset tube and the waterbag spike. A lot check revealed no other complaint of this type for lot number 100218. Conclusion: we were unable to determine the cause of the fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".